Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a system failure error error. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the solenoid driver board after determining that it was defective. The unit was then working okay. The fse performed all clinical tests which all passed. The iabp was handed over to the customer in good, working condition.

Event description:
N/a.